Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slidemaker was leaking a clear fluid from the front, left side of the unit, under the area of aspiration pump. Customer reported that the volume of the leak was 100 ml. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed isoton leaking from a hole due to wear in the I-beam tubing at pinch valve vl120. The fse observed that the leak was contained within the unit. The fse replaced the tubing. The coulter lh 750 slidemaker is currently performing within published specifications.

Manufacturer narrative:
(B)(4).